Event description:
A report was received that the patient's precision system was explanted because the patient was having a draining at the pocket site where the incision is. The physician confirmed there is no sign of infection but the patient is having to change her dressing frequently therefore he explanted her to be safe. The patient is reportedly doing well.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.